Event description:
It was reported that the right atrial (ra) lead experienced intermittent atrial undersensing during episodes of atrial tachycardia and atrial fibrillation. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.